Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the event shutdown occurred four times once before the procedure during priming, others during the during cataract surgery. The ophthalmic system abruptly shut down with no outside input. The surgery was completed on the same day by manually turning it back on and there was no patient harm.